Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a subtherapeutic inr as low as 1.4 prior to a hospital admission on (B)(6) 2015 for lactate dehydrogenase (ldh) levels in the 600-700u/l range and high pump powers with a decrease in the average pulsatility index values. The patient¿s baseline ldh was reported to be 297-326u/l. The patient was started on heparin, their aspirin dose was increased and a partial thromboplastin time (ptt) goal of 70 seconds was set. A ramp study showed the aortic valve remained closed at a pump speed of 8200rpm. The patient¿s central venous pressure was 2 mmhg, wedge pressure 17 mmhg and a cardiac output 5.0 lpm. The patient was asymptomatic. A repeat ramp study on (B)(6) 2015 showed the aortic valve was opening when pump speeds were increased up to at least 10,000rpm. The left ventricle showed decompression with the increasing speeds. The patient¿s mean arterial pressure (map) was greater than 90mmhg and the patient¿s antihypertensive medications were increased. On (B)(6) 2015 the patients ldh was 739u/l and the ptt goal was changed to 53 seconds. The patient¿s map was 70-90mmhg. The patient continued to be asymptomatic. On (B)(6) 2015 it was reported that the patient¿s aortic valve was initially opening with every heartbeat but immediately went to remaining closed with no changes made in the pump speed. The patient¿s ldh levels were rising. The pump powers continued to be high intermittently, ranging from 6.3 to 14.2 watts. On (B)(6) 2015 a review of the system controller data log file noted that the patient continued to have several power elevations greater than 10 watts scattered throughout 4 days of captured data. On (B)(6) 2015, a ramp study with speeds set up to 10,200rpm showed the patient¿s aortic valve was opening. The ldh level was 755u/l. The patient was still on heparin and continued with no signs of congestive heart failure. The patient did incidentally experience gi bleeding; a specific site or amount of bleeding was not provided. The gi bleeding was reportedly attributed to the treatment of the elevated ldh levels with increased anticoagulation and higher ptt goals. The patient's ptt goal was decreased and the bleeding reportedly resolved. The vad team was contemplating a pump exchange. On (B)(6) 2015 the patient¿s ldh level was reported to be decreasing. On (B)(6) 2015, the patient reportedly developed symptoms of a drooping mouth. A CT scan confirmed a stroke from a middle cerebral artery blockage. No additional information was provided regarding treatment or if there was any adverse sequelae from the stroke. On (B)(6) 2015, the patient received a pump exchange. No further information was provided.

Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline (dl) cut approximately 5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port and the outflow graft bend relief collar was returned detached from the device; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. Although this deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator its areas of denaturation adjacent to the bearing ball as well as the contact marks exhibited on the tapered portion of the rotor indicate that it was present while (B)(4) was in use. However, the texture of this deposition suggests that the explanted pump was treated with a fixative agent (e.g. Formaldehyde, paraformaldehyde, glutaraldehyde) before being returned for evaluation. Although a cause for the development of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh as well as the captured elevated power levels. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.